Event description:
Rph (B)(6) at (B)(6) clinic reports that the pt is being admitted for possible line infection [onset date unknown]. Date of admittance or current length of hospitalization is unknown. No further info, details, or dates available. IV remodulin pt. Reported to (B)(6) by health professional.